Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with an elevate apical and anterior prolapse repair system with intepro lit it was alleged that the plaintiff "has suffered serious bodily injuries, mental and physical pain and suffering", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.